Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) did not boot-up on start up. The user restarted and the ccm was working correctly. As a result, another system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. When the field service representative (fsr) arrived at the user facility, the central control monitor (ccm) display was black. The fsr replaced the ccm with a loaner ccm and tested the unit. The ccm operated to the manufacturer's specification and was returned to clinical use. The suspect ccm was returned to the manufacturer for further evaluation.